Manufacturer narrative:
(B)(4). Customer has indicated that the product is available for return to zimmer biomet for investigation. Additional concomitant medical products: medical product - oxf twin-peg cmntd fem md PMA , item 161469, lot 100850; therapy date - (B)(6) 2017. Medical product - oxf anat brg lt md size 4 PMA, item 159548, lot 222410; therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00054 and 3002806535-2018-00056.

Event description:
It was reported that a patient underwent an initial left knee procedure and subsequently the patient was revised due to unknown reason .

Manufacturer narrative:
(B)(4). Visual inspection of the returned parts identified nicks and scratches from use and bone cement on the device. The device was found to be visually conforming to the print. Dimensional analysis could not be performed due to the bone cement adherence on the device. Device history record (DHR) was reviewed and no discrepancies were found. However at this time, a definitive root cause cannot be determined. Without medical records the reported event is non-verifiable and based on the above investigation the product left zimmer biomet control conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
Patient's tibia collapsed, therefore needed revised and converted to a total knee. The patient was a large woman, belief that this may have led to her tibia collapsing.